Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1jfsa, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that intra-operatively there were several combinations over 4000 ohms. Several impedance tests were performed and the lead was taken out of the battery and cleaned off and re-introduced in the battery and repeated impedance check. The issue was noted to have resolved at the time of the report. Additional information was received from a manufacturing representative on (B)(6) 2017. It was reported that a new lead was used in regards to the previous mentioning that they had reintroduced the lead into the battery. The rep confirmed the impedance issue was resolved with the new lead. The representative also reported that the device would not be returned as the initial lead was left in the body. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative provided the correct name of the patient.